Event description:
When the surgeon went to use the device, one of the jaws fell off inside of the patient. The piece did fall off in the patient. However, it was retrieved before any harm came to the patient.